Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer's blood glucose level was "high" per continuous glucose monitor readings. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.